Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes. The irritation was described as draining blisters that has caused raw skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed hydro-cortisone cream by the doctor and the irritation improved.supplemental report 9/7/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes. The irritation was described as draining blisters that has caused raw skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed hydro-cortisone cream by the doctor and the irritation improved.